Event description:
The customer reported that pump serial number (B)(4) has system error 105 alarms. There was no pt injury reported. No further information was available.

Manufacturer narrative:
MFR ref no: (B)(4). The device was received by baxter for eval. The eval confirmed the unit received inoperable due to reported system error 105 message caused by a filed motor. Motor assembly has been replaced.